Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after two prior libre 3+ sensor failures, the patient successfully scanned a third sensor but it remained stuck in pairing, consistent with an intermittent communication failure associated with the antenna component of the device; troubleshooting and education were provided, and a new cgm was required due to pairing failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem involving intermittent communication failure traced to the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.